Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, 7mm extended length endoscope visibility is impaired due to broken scope rod/glass. No patient involvement.

Manufacturer narrative:
Trackwise # (B)(4). This is a reusable OEM device; therefore, a lot history review/serial number review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial/lot conforms to all applicable product specifications. The c of c is available for review as an attachment to the record. The device was returned to the factory for evaluation 02feb2021. An investigation was conducted on 04may2021. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were scratches and damage observed on the glass window of the illumination port. An image quality inspection was performed with an endoscopic video imaging system. A clear image was unable to be obtained due to the break in the glass window of the illumination port. Based on the returned condition of the device and the result of the evaluation, the reported failure mode "break" was confirmed.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, 7mm extended length endoscope visibility is impaired due to broken scope rod/glass. No patient involvement.